Event description:
It was reported that in (B)(6) of 2015 the patient bumped their stimulator on a freezer door. Since they bumped it they have been feeling ¿little shocks¿ up their spine and down their leg. The patient met with their manufacturer representative and the device was checked. The patient was programmed with electrodes 1+, 2-, 3-, 4+ and at 6.0v. At 6.0v and 10.0v the patient was not feeling stimulation. An impedance check was performed and showed that b1 had impedances greater than 3600 ohms and less than 0.065ma. With the stimulation turned off the manufacturer representative palpated the ins pocket. The shocking and pain were reproduced by palpating the pocket and it was also determined the implantable neurostimulator (ins) had slid down in their pocket. The patient¿s device was turned off and they were scheduled to have the device removed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744,serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient on (B)(6) 2016 reported there was shocking. The patient stated that his device had not worked in quite some time so he thought it was off and he bumped it on a freezer door in the grocery door and it "turned on by itself". The patient stated the device shocked him and felt like someone had stuck a 9 v battery on his tongue and amplified it. The patient noted that he had the sensation up and down his spine, back, neck and down his legs in pulsing jolts. The patient stated that he had gone in to see his doctor and when a manufacturer's representative (rep) came in and checked the patient's device with his "box," it showed that the device was "on at full blast."

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).